Event description:
Device 2 of 2. Reference MFR. Report # 3006705815-2019-00007. It was reported the patient never received adequate stimulation with their scs system. Surgical intervention was undertaken during which the patient's leads were explanted and replaced. The replacement leads were implanted in at a different location than the previous leads. Surgical intervention addressed the issue.